Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient mentioned they are seeing a manufacturer representative (rep)  on (B)(6) 2022 and they said reason was because they "aren't getting a good response, it's not giving me any relief from pain been happening for the last week or last couple weeks." The patient has tried different settings on groups a, b and c but hasn't resolved. The patient was x-rayed due to the declining pain relief since approximately (B)(6) 2021, and it was determined on (B)(6) 2022 that theleads have moved down half a level each, but remain in a good spot for dtm programming. The plan is to reprogram the dtm based off of the new anatomical targets, but no surgical intervention has been planned. The issue has been resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 15-mar-2025, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 13-apr-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was using group a since reprogramming on (B)(6) 2022. He is still not receiving 50% relief, but he does feel that the system was doing something beneficial for his pain, and can tell that it is helping if he turns it off for very long. At this time, the patient will continue to use his system and notify his health care professional if he needs further assistance with reprogramming or eventual revision if adequate pain relief can't be achieved in the future.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.